Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. A 2 mm x 20 mm x 14 3cm coyote es balloon catheter was advanced for dilatation. However, on the first inflation at 8 atmospheres, the balloon ruptured. The device was removed without issues and the procedure was completed with a different device. No patient complications were reported and the patient was in good condition.